Event description:
It was reported a minimum fill notification occurred after the customer filled the cartridge with 180 units of insulin. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. An insulin injection was administered to address bg. The customer performed a supply change and resumed insulin therapy successfully.